Event description:
It was reported to medtronic minimed that the customer reported that the battery was not lasting and required changing in less than a week. The customer inserted a new battery. The customer confirmed that the battery cap was damaged. The customer was under medicare and still within warranty. The customer noticed that the battery life duration had changed. The customer reported that battery life was typically less than one week. The customer reported that the battery had lasted less than one week twice. The customer had not experienced less than 9.5 hours between receiving a low battery alert and a replace battery alert/replace battery now alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the replace battery now alarm. The customer reported receiving a replace battery alert after receiving a low battery warning. The low battery warning occurred at least 8 hours before the replace battery alert. Troubleshooting was performed for the battery failed alarm. The customer did not have a new battery available. The customer was advised to obtain a new battery and call back to continue troubleshooting. Troubleshooting was performed for low battery lifetime. The customer called back within one week of troubleshooting low battery life with the same issue. The customer was using aa lithium batteries as recommended. Troubleshooting was not performed for battery cap damage. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.